Event description:
It was rep0rted that the iab was zeroed and then inserted. After insertion, they were unable to obtain an ap waveform. The console displayed "ap fos waiting to zero." They were also unable to calibrate the catheter. The iab was exchanged. There were no reported patient complications. See 1219856-2005-00083 for previ0us event involving same patient.